Event description:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be pressed at all. After withdrawal outside of the body, the button could only be pressed down with force. Hemostasis was achieved by manual compression. There were no reported injuries. The device was stored and prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow in the bleed-back indicator significantly slowed or stopped, and until the indicator window turned solid black. The indicator window was solid black at that time, and no red color was observed during retraction. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days before the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure through a retrograde puncture approach, and the physician was certified in the use of exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.